Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("essure device had perforated her uterus / punctured uterus / perforation(uterus)"), device dislocation ("essure device had migrated / malposition of essure") and genital haemorrhage ("abnormal bleeding (general)") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2 (B)(6) 2008 and (B)(6) 2010), c-section, depression and anxiety. No constipation or diarrhea, no dysuria. Previously administered products included for an unreported indication: sumatriptan. Concurrent conditions included underweight, migraine, endometrial thickening, ovarian cyst, anesthesia, dysmenorrhea, dyschezia, hypertension, hypokalemia and neck pain. Concomitant products included ibuprofen, potassium chloride since 2012, simvastatin from 2012 to 2013 and sumatriptan from (B)(6)2012 to (B)(6)2015. On (B)(6) 2011, the patient had essure inserted. On (B)(6)2011, the patient experienced headache ("headaches") and migraine ("migraines"). In (B)(6)2011, the patient experienced depression ("psychological or psychiatric problems condition (depression") and anxiety ("mental anguish/ anxiety"). In (B)(6)2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and abdominal pain ("abdominal area pain"). In (B)(6)2011, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In (B)(6)2012, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6)2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced dyspareunia ("severe pain during intercourse") and abdominal pain lower ("painful cramps"). The patient was treated with sertraline and surgery (underwent total hysterectomy, bilateral salpingectomy - partial bilateral tubes). Essure was removed on (B)(6)2012. At the time of the report, the uterine perforation, device dislocation and abdominal pain lower had resolved, the genital haemorrhage, vaginal haemorrhage, menorrhagia and abdominal pain was resolving and the dyspareunia, headache, migraine, depression and anxiety outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, device dislocation, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: current weight 154 lbs. She did not allege that essure caused birth defects. Mr- 3 trailing coils on both side. Discrepancy regarding removal she was currently planning for essure removal no. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 15.2 kg/sqm. Hysterosalpingogram - on (B)(6)2011: results: total bilateral occlusion. Pathology test - on (B)(6)2012: uterus, hysterectomy: uterine cervix focal squamous metaplasia, focal chronic cervicitis. Uterine corpus. Basal endometrium. Scarred focus in lower uterine segment. Ultrasound pelvis - on (B)(6)2012: linear echogenic focus suggestive of patients intrauterine device which appear to be in the right side of the uterine myometrium extending through there serosa of the right side of the uterus. Simple cyst involving the ovaries bilaterally.; on (B)(6)2013: 1.9 cm follicle. Patient has undergone previous uterine resection.. Ultrasound scan vagina - on (B)(6)2013: .9 cm follicle. Patient has undergone previous uterine resection.. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; migraine. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 28-feb-2019: pfs received. Event added: abdominal area pain. Outcome of events pain and abnormal bleeding were updated, onset dates of event updated. Reporter's information, concomitant drugs, treatment drug were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("essure device had perforated her uterus / punctured uterus / perforation(uterus)"), device dislocation ("essure device had migrated / malposition of essure") and genital haemorrhage ("abnormal bleeding (general)") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2 ((B)(6) 2008 and (B)(6) 2010), c-section, depression and anxiety. No constipation or diarrhea, no dysuria. Previously administered products included for an unreported indication: sumatriptan. Concurrent conditions included underweight, migraine, endometrial thickening, ovarian cyst, anesthesia, dysmenorrhea, dyschezia, hypertension, hypokalemia and neck pain. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced headache ("headaches") and migraine ("migraines"). In (B)(6) 2011, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia(abnormal bleeding)"). On (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition (depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced dyspareunia ("severe pain during intercourse") and abdominal pain lower ("painfull cramps"). The patient was treated with surgery (underwent total hysterectomy). Essure was removed on(B)(6) 2012. At the time of the report, the uterine perforation, device dislocation and abdominal pain lower had resolved and the genital haemorrhage, dyspareunia, headache, migraine, depression, anxiety, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, device dislocation, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: current weight 154 lbs. She did not allege that essure caused birth defects. Mr- 3 trailing coils on both side 2 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 15.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. Pathology test - on (B)(6) 2012: uterus, hysterectomy: uterine cervix: focal squamous metaplasia, focal chronic cervicitis. Uterine corpus: basal endometrium. Scarred focus in lower uterine segment. Ultrasound pelvis - on (B)(6) 2012: linear echogenic focus suggestive of patients intrauterine device which appear to be in the right side of the uterine myometrium extending through there serosa of the right side of the uterus. Simple cyst involving the ovaries bilaterally.; on (B)(6) 2013: 1.9 cm follicle. Patient has undergone previous uterine resection.. Ultrasound scan vagina - on (B)(6) 2013: .9 cm follicle. Patient has undergone previous uterine resection.. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; migraine. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 27-nov-2018: pfs received event "abnormal bleeding (vaginal, menorrhagia)" were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("essure device had perforated her uterus / punctured uterus / perforation(uterus)"), device dislocation ("essure device had migrated / malposition of essure") and genital haemorrhage ("abnormal bleeding (general)") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 (04 oct2008 and 24oct2010), c-section, depression and anxiety. No constipation or diarrhea, no dysuria. Previously administered products included for an unreported indication: sumatriptan. Concurrent conditions included underweight, migraine, endometrial thickening, ovarian cyst, anesthesia, dysmenorrhea, dyschezia, hypertension, hypokalemia and neck pain. On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced headache ("headaches") and migraine ("migraines"). In (B)(6) 2011, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dyspareunia ("severe pain during intercourse") and abdominal pain lower ("painfull cramps"). The patient was treated with surgery (underwent total hysterectomy) and surgery (underwent total hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation, device dislocation and abdominal pain lower had resolved and the genital haemorrhage, dyspareunia, headache and migraine outcome was unknown. The reporter considered abdominal pain lower, device dislocation, dyspareunia, genital haemorrhage, headache, migraine and uterine perforation to be related to essure. The reporter commented: current weight 154 lbs. She did not allege that essure caused birth defects. Mr- 3 trailing coils on both side . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 15.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion . (B)(6) 2011 - urine pregnancy test - negative. (B)(6) 2012: pathology report : final diagnosis. Uterus, hysterectomy: uterine cervix - focal squamous metaplasia, focal chronic cervicitis. Uterine corpus - basal endometrium. Scarred focus in lower uterine segment. Gross description : received in formalin labeled with the patient's name, medical record number designated as "uterus and cervix" is an as gram, 7. A x 6.9 x 4.2 cm uterus. The serosal surface is tan-pink to dusky and smooth. The ectocervix is white to pink and smooth. No lesions are seen upon sectioning the specimen. The myometrium measures 1.0 cm in thickness. The endometrium is yellow to pink and measures 0.3 cm in thickness. No fibroids are identified. No areas of calcification or necrosis are seen. Representative sections are submitted as follows: posterior uterus (serosa, myometrium and endometrium), anterior uterus (serosa, myometrium and endometrium), cervix at 6 o'clock, cervix at 12 o'clock, posterior full thickness lower uterine segment, anterior full thickness lower uterine segment. (B)(6) 2012 : pelvic ultrasound : impression linear echogenic focus suggestive of patients intrauterine device which appear to be in the right side of the uterine myometrium extending through there serosa of the right side of the uterus. Simple cyst involving the ovaries bilaterally. (B)(6) 2013: pelvic ultrasound - transabdominal and transvali!nal : (B)(6) 2013: findings: the uterus is absent consistent with known history )f surgical resection. The left ovary measures 3.2x 2.1x1.8 cm in size., the right ovary measures 2.3 x 1.8 x 1.7 cm. The right ovary contains a dominant roughly 1.9 cm an echoic follicle. There are a few similar diameter follicles throughout the outer periphery of the left ovary. No free fluid in the pelvis. Impression: 1.9 cm follicle. Patient has undergone previous uterine resection. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 14-may-2018: pfs received: new events headaches and migraines captured. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 2-mar-2017: quality-safety evaluation of ptc was received. Company causality comment: this medically confirmed and spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and, 5 months after insertion, it was diagnosed that essure device had perforated her uterus. Five months later, it was also found that essure device had migrated. These both events are anticipated in the reference safety information for essure. During essure micro-insert therapy, there is a risk that the device could move. This movement could be a device expulsion into the uterus, out of the body; or a device dislocation within the fallopian tube, or into abdominal cavity. In addition, perforation of the uterus or fallopian tubes may occur during essure therapy due to insert migration/dislocation or during insertion procedure (hysteroscopy or essure placement). In this case, the exact date and circumstances of the perforation and dislocation were not known. However, considering event's natures, causal relationship between these both events and essure use cannot be excluded. This case was regarded as incident since intervention was required (hysterectomy) other nonserious events were reported. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("essure device had perforated her uterus / punctured uterus / perforation(uterus)"), device dislocation ("essure device had migrated / malposition of essure") and genital haemorrhage ("abnormal bleeding (general)") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 ((B)(6) 2008 and (B)(6) 2010), c-section, depression and anxiety. No constipation or diarrhea, no dysuria. Previously administered products included for an unreported indication: sumatriptan. Concurrent conditions included underweight, migraine, endometrial thickening, ovarian cyst, anesthesia, dysmenorrhea, dyschezia, hypertension, hypokalemia and neck pain. On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced headache ("headaches") and migraine ("migraines"). In (B)(6) 2011, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced dyspareunia ("severe pain during intercourse"), abdominal pain lower ("painful cramps"), depression ("psychological or psychiatric problems condition (depression") and anxiety ("mental anguish"). The patient was treated with surgery (underwent total hysterectomy) and surgery (underwent total hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation, device dislocation and abdominal pain lower had resolved and the genital haemorrhage, dyspareunia, headache, migraine, depression and anxiety outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, device dislocation, dyspareunia, genital haemorrhage, headache, migraine and uterine perforation to be related to essure. The reporter commented: current weight 154 lbs. She did not allege that essure caused birth defects. Mr- 3 trailing coils on both side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 15.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. (B)(6) 2011 - urine pregnancy test - negative. (B)(6) 2012 : pathology report : final diagnosis. Uterus, hysterectomy: uterine cervix. - focal squamous metaplasia, - focal chronic cervicitis. Uterine corpus. - basal endometrium. - scarred focus in lower uterine segment. Gross description : received in formalin labeled with the patient's name, medical record number designated as "uterus and cervix" is an as gram, 7. A x 6.9 x 4.2 cm uterus. The serosal surface is tan-pink to dusky and smooth. The ectocervix is white to pink and smooth. No lesions are seen upon sectioning the specimen. The myometrium measures 1.0 cm in thickness. The endometrium is yellow to pink and measures 0.3 cm in thickness. No fibroids are identified. No areas of calcification or necrosis are seen. Representative sections are submitted as follows: a - posterior uterus (serosa, myometrium and endometrium). B - anterior uterus (serosa, myometrium and endometrium). C - cervix at 6 o'clock. D - cervix at 12 o'clock. E - posterior full thickness lower uterine segment. F - anterior full thickness lower uterine segment. (B)(6) 2012 : pelvic ultrasound : impression linear echogenic focus suggestive of patients intrauterine device which appear to be in the right side of the uterine myometrium extending through there serosa of the right side of the uterus. Simple cyst involving the ovaries bilaterally. (B)(6) 2013 : pelvic ultrasound - transabdominal and transvaginal : (B)(6) 2013 : findings: the uterus is absent consistent with known history )f surgical resection. The left ovary measures 3.2x 2.1x1.8 cm in size., the right ovary measures 2.3 x 1.8 x 1.7 cm. The right ovary contains a dominant roughly 1.9 cm an echoic follicle. There are a few similar diameter follicles throughout the outer periphery of the left ovary. No free fluid in the pelvis. Impression: 1.9 cm follicle. Patient has undergone previous uterine resection. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 16-aug-2018: plaintiff fact sheet received. Events depression and mental anguish are added. Outcomes of events pain from unknown to recovering/resolving, painful cramps from unknown to recovered/resolved. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("essure device had perforated her uterus / punctured uterus / perforation(uterus)"), device dislocation ("essure device had migrated / malposition of essure") and genital haemorrhage ("abnormal bleeding (general)") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 ((B)(6) 2008 and (B)(6) 2010), c-section, depression and anxiety. No constipation or diarrhea, no dysuria. Previously administered products included for an unreported indication: sumatriptan. Concurrent conditions included underweight, migraine, endometrial thickening, ovarian cyst, anesthesia, dysmenorrhea, dyschezia, hypertension, hypokalemia and neck pain. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dyspareunia ("severe pain during intercourse") and abdominal pain lower ("painfull cramps"). The patient was treated with surgery (underwent total hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation, device dislocation and abdominal pain lower had resolved and the genital haemorrhage and dyspareunia outcome was unknown. The reporter considered abdominal pain lower, device dislocation, dyspareunia, genital haemorrhage and uterine perforation to be related to essure. The reporter commented: current weight 154 lbs. She did not allege that essure caused birth defects. Mr- 3 trailing coils on both side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 15.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion (B)(6) 2011 - urine pregnancy test - negative. (B)(6) 2012 : pathology report : final diagnosis. Uterus, hysterectomy: uterine cervix focal squamous metaplasia, focal chronic cervicitis. Uterine corpus basal endometrium. Scarred focus in lower uterine segment. Gross description : received in formalin labeled with the patient's name, medical record number designated as "uterus and cervix" is an as gram, 7. A x 6.9 x 4.2 cm uterus. The serosal surface is tan-pink to dusky and smooth. The ectocervix is white to pink and smooth. No lesions are seen upon sectioning the specimen. The myometrium measures 1.0 cm in thickness. The endometrium is yellow to pink and measures 0.3 cm in thickness. No fibroids are identified. No areas of calcification or necrosis are seen. Representative sections are submitted as follows: a - posterior uterus (serosa, myometrium and endometrium). B - anterior uterus (serosa, myometrium and endometrium). C - cervix at 6 o'clock. D - cervix at 12 o'clock. E - posterior full thickness lower uterine segment. F - anterior full thickness lower uterine segment. (B)(6) 2012 : pelvic ultrasound : impression linear echogenic focus suggestive of patients intrauterine device which appear to be in the right side of the uterine myometrium extending through there serosa of the right side of the uterus. Simple cyst involving the ovaries bilaterally. (B)(6) 2013 : pelvic ultrasound - transabdominal and transvali!nal : 14jun2013 : findings: the uterus is absent consistent with known history ) f surgical resection. The left ovary measures 3.2x 2.1x1.8 cm in size., the right ovary measures 2.3 x 1.8 x 1.7 cm. The right ovary contains a dominant roughly 1.9 cm an echoic follicle. There are a few similar diameter follicles throughout the outer periphery of the left ovary. No free fluid in the pelvis. Impression: 1.9 cm follicle. Patient has undergone previous uterine resection. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "abnormal bleeding (general), painfull cramps", historical condition, reporter added from pfs. Historical and concomittant condition, lab data added from medical record. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('essure device had perforated her uterus / punctured uterus / perforation(uterus)') and device dislocation ('essure device had migrated / malposition of essure') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2 ((B)(6) 2008 and (B)(6) 2010), c-section, depression and anxiety. No constipation or diarrhea, no dysuria. Previously administered products included for an unreported indication: sumatriptan. Concurrent conditions included underweight, migraine, endometrial thickening, ovarian cyst, anesthesia, dysmenorrhea, dyschezia, hypertension, hypokalemia and neck pain. Concomitant products included ibuprofen, potassium chloride since 2012, simvastatin from 2012 to 2013 and sumatriptan from (B)(6) 2012 to (B)(6) 2015. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced headache ("headaches") and migraine ("migraines"). In (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition (depression") and anxiety ("mental anguish/ anxiety"). In (B)(6) 2011, the patient experienced abdominal pain ("abdominal area pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2011, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). On (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced dyspareunia ("severe pain during intercourse"), abdominal pain lower ("painful cramps") and post procedural complication ("post removal complication"). The patient was treated with sertraline and surgery (underwent total hysterectomy, bilateral salpingectomy - partial bilateral tubes). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation, device dislocation, genital haemorrhage, abdominal pain lower, abdominal pain, vaginal haemorrhage and menorrhagia had resolved and the dyspareunia, headache, migraine, depression, anxiety and post procedural complication outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, device dislocation, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, post procedural complication, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: current weight 154 lbs. She did not allege that essure caused birth defects. Mr- 3 trailing coils on both side. Discrepancy regarding removal she was currently planning for essure removal no. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 15.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. Pathology test - on (B)(6) 2012: uterus, hysterectomy: uterine cervix:. Focal squamous metaplasia, focal chronic cervicitis. Uterine corpus: basal endometrium. Scarred focus in lower uterine segment. Ultrasound pelvis - on (B)(6) 2012: linear echogenic focus suggestive of patients intrauterine device which appear to be in the right side of the uterine myometrium extending through there serosa of the right side of the uterus. Simple cyst involving the ovaries bilaterally.; on (B)(6) 2013: 1.9 cm follicle. Patient has undergone previous uterine resection. Ultrasound scan vagina - on (B)(6) 2013: .9 cm follicle. Patient has undergone previous uterine resection. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; migraine. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 5-may-2020: pif received : event added- post procedural complication. Events outcome updated. Reporter added. Event genital bleeding made medically non-significant. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('essure device had perforated her uterus / punctured uterus / perforation(uterus)') and device dislocation ('essure device had migrated / malposition of essure') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2 ((B)(6) 2008 and (B)(6) 2010), c-section, depression and anxiety. No constipation or diarrhea, no dysuria. Previously administered products included for an unreported indication: sumatriptan. Concurrent conditions included underweight, migraine, endometrial thickening, ovarian cyst, anesthesia, dysmenorrhea, dyschezia, hypertension, hypokalemia and neck pain. Concomitant products included ibuprofen, potassium chloride since 2012, simvastatin from 2012 to 2013 and sumatriptan from (B)(6) 2012 to (B)(6) 2015. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced headache ("headaches") and migraine ("migraines"). In (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition (depression") and anxiety ("mental anguish/ anxiety"). In (B)(6) 2011, the patient experienced abdominal pain ("abdominal area pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2011, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). On (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced dyspareunia ("severe pain during intercourse"), abdominal pain lower ("painfull cramps") and post procedural complication ("post removal complication"). The patient was treated with sertraline and surgery (underwent total hysterectomy, bilateral salpingectomy - partial bilateral tubes). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation, device dislocation, genital haemorrhage, abdominal pain lower, abdominal pain, vaginal haemorrhage and menorrhagia had resolved and the dyspareunia, headache, migraine, depression, anxiety and post procedural complication outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, device dislocation, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, post procedural complication, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: current weight 154 lbs. She did not allege that essure caused birth defects. Mr- 3 trailing coils on both side. Discrepancy regarding removal she was currently planning for essure removal no. Patient received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 15.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. Pathology test - on (B)(6) 2012: uterus, hysterectomy: uterine cervix - focal squamous metaplasia, - focal chronic cervicitis. Uterine corpus - basal endometrium. - scarred focus in lower uterine segment. Ultrasound pelvis - on (B)(6) 2012: linear echogenic focus suggestive of patients intrauterine device which appear to be in the right side of the uterine myometrium extending through there serosa of the right side of the uterus. Simple cyst involving the ovaries bilaterally.; on (B)(6) 2013: 1.9 cm follicle. Patient has undergone previous uterine resection.. Ultrasound scan vagina - on (B)(6) 2013: .9 cm follicle. Patient has undergone previous uterine resection.. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; migraine quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 27-may-2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("essure device had perforated her uterus") and device dislocation ("essure device had migrated") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient started essure. In (B)(6) 2011, the patient experienced uterine perforation (seriousness criteria medically significant and clinically significant/intervention required). In (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and clinically significant/intervention required). On an unknown date, the patient experienced dyspareunia ("severe pain during intercourse"). The patient was treated with hysterectomy in (B)(6) 2012. Essure was withdrawn. At the time of the report, the uterine perforation and device dislocation had resolved and the dyspareunia outcome was unknown. The reporter considered uterine perforation, device dislocation and dyspareunia to be related to essure. Company causality comment: this medically confirmed and spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and, 5 months after insertion, it was diagnosed that essure device had perforated her uterus. Five months later, it was also found that essure device had migrated. These both events are anticipated in the reference safety information for essure. During essure micro-insert therapy, there is a risk that the device could move. This movement could be a device expulsion into the uterus, out of the body; or a device dislocation within the fallopian tube, or into abdominal cavity. In addition, perforation of the uterus or fallopian tubes may occur during essure therapy due to insert migration/dislocation or during insertion procedure (hysteroscopy or essure placement). In this case, the exact date and circumstances of the perforation and dislocation were not known. However, considering event's natures, causal relationship between these both events and essure use cannot be excluded. This case was regarded as incident since intervention was required (hysterectomy) other nonserious events were reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.